Event description:
Customer called regarding the meter allegedly saying not ok while testing. Customer did not report any symptoms. Customer ate food and/or drank beverage. There was no evidence of an adverse event, based on the info provided. The customer service rep tried troubleshooting and the meter still gave the not ok. The meter was replaced due to an unresolved issue.